Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced serious bodily injury, significant mental and physical pain and suffering, required multiple surgeries, and permanent injury. No other information is available.